Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead returned in two pieces measuring 12.3 and 45.3 cm respectively. An internal abrasion was found breaching the re cable lumen at 9.1 ¿ 11.7 cm and at 14.1 ¿ 16.9 cm from the distal tip. The inner coil lumen and etfe cable coating were found intact in this location. An external abrasion was found breaching the rv cable lumen at 42.7 ¿ 43.1 cm from the distal tip consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.